Manufacturer narrative:
Complaint conclusion: fourteen days post right leg angiogram and the use of an exoseal vascular closure device, it was reported that the patient presented with a false aneurysm and a retroperitoneal bleed. The patient had an ultrasound and CT scan and was treated with thrombin. The patient had dementia and was non-compliant. The patient was successfully discharged. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Access site hematomas/retroperitoneal bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Review of the available information suggests that patient, pharmaceutical and/or procedural factors may have contributed to the reported events. Without the product available for analysis, no determination regarding potential contributing factors could be made. Based on the available information there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
Fourteen days post right leg angiogram and the use of an exoseal vascular closure device, it was reported that the patient presented with a false aneurysm and a retroperitoneal bleed. The patient had an ultrasound and CT scan and was treated with thrombin. The patient had dementia and was non-compliant. The patient was successfully discharged.

Manufacturer narrative:
Additional information received indicating that an antegrade approach was used during the procedure. The patient¿s approximate height and weight are unknown. It is unknown if the physician achieved certification on the use of exoseal. It is unknown if the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer or if the vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no visible calcium/plaque at the puncture site. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. It is unknown if the femoral site was previously closed with any closure device or manual compression less than 30 days prior to this procedure. It is unknown if there was evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. It is unknown if there were issues deploying the plug of the device at the time of the procedure. Complaint conclusion updated with additional information: fourteen days post right leg angiogram and the use of an exoseal vascular closure device, it was reported that the patient presented with a false aneurysm and a retroperitoneal bleed. The patient had an ultrasound and CT scan and was treated with thrombin. The patient had dementia and was non-compliant. The patient was successfully discharged. Multiple attempts to gather additional information have been made and have been unsuccessful. Additional information received indicating that an antegrade approach was used during the procedure. The patient¿s approximate height and weight are unknown. It is unknown if the physician achieved certification on the use of exoseal. It is unknown if the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer or if the vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no visible calcium/plaque at the puncture site. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. It is unknown if the femoral site was previously closed with any closure device or manual compression less than 30 days prior to this procedure. It is unknown if there was evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. It is unknown if there were issues deploying the plug of the device at the time of the procedure. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Access site hematomas/retroperitoneal bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Review of the available information suggests that patient, pharmaceutical and/or procedural factors may have contributed to the reported events. Without the product available for analysis, no determination regarding potential contributing factors could be made. Based on the available information there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.